Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported ¿the end of last week¿ the patient felt shocking in their head. The patient turned the implantable neurostimulator (ins) off on (B)(6), but was still experiencing shocking even with the patient programmer (pp) confirming the ins was off and at 0.0. There were no traumas or falls reported related to the event. No further complications were reported. Relevant medical history includes non-malignant pain and occipital neuralgia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.